Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 alleging low blood glucose of 39 mg/dl without significant symptoms suggestive of hypoglycemia. The patient stated she was able to self treat the low bg with oral carbohydrate intake with the bg elevating to 103 mg/dl. The patient alleged the pump had loss of prime several times the prior day. During troubleshooting with customer support, it was discovered that the patient had not been cycling the cartridges prior to filling them with insulin as instructed in the manufacturer¿s instructions for use. The patient also performed two fill cannula functions during the prime process while she was attached to the pump instead of just one. Troubleshooting revealed the pump was delivering insulin without malfunction. This complaint is being reported because the patient experienced hypoglycemia as a result of use error of not cycling the cartridge prior to filling and had inadvertent infusion due to performing two fill cannula functions while attached to the pump instead of just one.